Event description:
The lay user / pt contacted lfs, alleging that his one touch ultra meter does not power on. The pt tested his blood glucose in 2009, at about an hour after lunch; however, does not recall the reading. During that time, he took out the test strips and dropped the meter. In the next day, he went for a walk around 6:00pm and felt sweaty and had a bad temper. He went back home and attempted to test his blood glucose; however, the meter would not power on. This was the first time he used it after the meter had been dropped the previous day. The pt then took a cab to the hospital and his blood glucose was 3.2 mmol/l (57 mg/gl) on the hospital's device. The pt was given a glucose drink and felt better 15 minutes later. Pt was advised to go home and eat. Pt was only in the hospital for a total of 30 minutes. Pt has felt fine, since he has taken his diabetes medication on a regular basis and tests his blood glucose at least 4 x a day; however, he claims since he was busy on the day of the event and the next day, he was unable to test his blood glucose 4 x a day. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported, because the pt reported that he developed symptoms that can be associated with hypoglycemia after being unable to use the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.